Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the insulin delivery allegation. Based on the log review, the insulin delivery issue was not verified.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.